Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver had a broken cable. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis. Additionally, isi performed follow-up and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. The issue occurred while suturing. The jaws became stuck together and the surgeon had a difficult time opening the jaws. The color of the broken/loose cable was silver. The instrument did not collide with any other instrument or tool. There was no injury to the patient. The procedure was completed with a new mega suturecut needle driver instrument.